Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with serial number (B)(6) repeatedly displayed alert 36 indicating an invalid hall sensor state, restarted, and then returned to the same error, and the device was replaced per work instructions. Symptoms included no reported adverse health effects. Outcomes included no change in patient condition and continued cgm use with dexcom as instructed. Investigation included technical support troubleshooting and return of the device for evaluation. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.